Event description:
The customer reported that the system shut down. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 was evaluated and replaced. All workstation pcbs, connectors, and fuses were evaluated, cleaned and reseated. The system was tested and found to be working as intended and returned to service.